Manufacturer narrative:
Philips service replaced the clarityiq_ii ip pc without hdd and reinstalled the software, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system displayed an error exposure not possible. Reselect application. On an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.